Event description:
Devilbiss healthcare was notified of an incident involving a suction device used by a lay user in the home healthcare setting when it received medwatch report 5154777, which stated that the suction device was malfunctioning. The report states that the device was replaced 3 times and each device malfunctioned. The reporter did not provide details on how the device was malfunctioning. The report indicated that the end user's blood oxygen level decreased, and the paramedics were called to assist. Devilbiss healthcare has made multiple attempts to contact the provider of the suction device as well as the reporter of the event. Further information has not been provided to date. Devilbiss healthcare will file an update if additional information becomes available.